Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. After the removal of the protection cap for the stent, the stent system was inserted into a patient. Stent position could not be confirmed under angiography. Stent was detected to be dislodged from the delivery system outside patient.